Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee revision. Patient has patella subluxation on right knee.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the photograph of the explanted insert did not provide anything of note to the investigation. Medical records received and evaluation: medical review indicated that improper soft tissue balance around the patellar device in combination with possible degenerative disease related issues have contributed to patellar subluxation requiring further revision surgery after a previous revision in 2015. No issues with the bearing itself. The underlying problem of soft tissue unbalance across the knee causing the patellar subluxation was already present prior to implantation of the current device in 2015 but was not solved by the previous revision surgery. Because in 2015 the liner thickness was decreased from 19-mm to 16-mm, it may be realistic to assume that instability in the bearing may have been a problem requiring again exchange for a thicker sample possibly in combination with other measures to solve the patellar subluxation problem. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: medical review indicated that because in 2015 the liner thickness was decreased from 19-mm to 16-mm, it may be realistic to assume that instability in the bearing may have been a problem requiring again exchange for a thicker sample possibly in combination with other measures to solve the patellar subluxation problem. Further information such as dated pre- and post-operative x-rays, second revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee revision. Patient has patella subluxation on right knee.